Event description:
It was reported that the outside layer of white paper in a lead kit was curled up. A staff member working with a physician decided not to use the lead kit.

Manufacturer narrative:
(B)(4).